Event description:
It was reported that during the implantation procedure, the lead could not be positioned correctly; kept getting dislodged. Therefore, the lead was not implanted.

Manufacturer narrative:
During the implantation procedure, the lead kept dislodging; reportedly, the lead could not be positioned correctly. Therefore, it was not implanted. The analysis from the MFR is pending.